Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records and radiographs provided and reviewed by a health care professional. Review of the available records identified the femoral component demonstrates four cerclage wires. The two proximal cerclage wires are fractured. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04504. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 6 years later due to recurrent dislocations. While removing the unknown cement from the femoral canal, the friable femoral bone fractured, requiring an allograft construct and cerclage wires for stabilization. Approximately 15 years later, patient was revised and altr, pseudocapsule, bone loss, and poly wear was noted. It was also noted that one of the cerclage wires had corroded due to rubbing against the implants. One cable, the femoral head, liner, and locking ring were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.